Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized due to syncope. He was pacemaker dependent and had an escape rate around 35 beats per minute. Interrogation found loss of ventricular capture, after which fluoroscopy revealed that the ventricular lead had broken into two pieces. The lead was explanted and replaced. The patient's condition was -fine- with the new lead implanted.